Event description:
It was reported to philips the ac power module was making a humming noise and not charging the battery. There was no patient involvement. The customer requested assistance from a philips customer service representative. The customer explained that the ac module for their device was faulty and needed to be replaced. The service order was initiated as a means for the customer to obtain a replacement ac module and an evaluation of the device was not required. Based on the conclusion of the investigation, it was determined that this was a malfunction of the ac module. Fco86100201a was provided to the customer to inform them that a replacement part can be ordered by service personnel to rectify the reported problem. Per customer request, a replacement ac module was ordered. The device remains at the customer site and no further investigation or action is warranted.